Event description:
It was reported that the patient presented to the emergency room (ER) when their device was alarming. The device was interrogated and found to have recorded episodes of apparent electromagnetic interference (emi) on the atrial and ventricular leads. Patient was questioned as to his activities on the days and times of these episodes. No correlation could be found between episodes and any activities. The leads and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 implantable pacing lead, (B)(6) 2004; d314trg implantable cardioverter defibrillator, (B)(6) 2012; 4196 implantable pacing lead, (B)(6) 2012. (B)(4).